Manufacturer narrative:
Device is combination product. Date of event is estimated as (B)(6) 2019 based on the date the malfunction form was completed.

Event description:
It was reported that stent damage occurred. The target lesion was around a sharp (severely tortuous) and severely calcified turn in the mid circumflex artery. Three 3.00 x 16 mm synergy drug eluting stents were introduced but each one got caught on the calcium resulting in stent deformation. There was no patient harm and the patient was referred to a larger facility for atherectomy.